Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified aorta. A 2x7x2x100 equalizer balloon catheter was selected to dilate the lesion. It was noted that the balloon ruptured. The number of inflations and to what atms is unknown. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Correction: device lot number corrected from 16066436 to 16080838. Device manufactured date corrected from 05/11/2013 to 05/13/2013. Device evaluated by MFR: the catheter shaft was inspected for cosmetic defects and none were found. The balloon was inspected. The balloon was found to be torn/split near the distal bond. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The analysis results are consistent with the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified aorta. A 2x7x2x100 equalizer¿ balloon catheter was selected to dilate the lesion. It was noted that the balloon ruptured. The number of inflations and to what atms is unknown. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.